Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Investigation has been conducted and conclusions are following. On 20-feb-2019 arjo was notified that both safety side rails from citadel plus bed were broken. There was no injury nor other medical consequences reported. An arjo technician who visited the customer in order to repair the device, found that both foot side rails were physically damaged. Technician replaced both foot side rails and found that one right head side rail required replacement, as well. Photographic evidence provided shows that one foot side rail detached fully from the bed frame. It is unknown how the side rail detached, but, after speaking with customer staff, it is suspected that the bed may have been being driven with the power drive and when the staff turned a corner, the bed was pushed on a pillar causing damage. No other damages were found. Functional test was performed after repairs and it was confirmed the device was in working order. Before the device is released to the customer 100% of manufactured citadel plus beds are checked during quality inspection gate to verify the required product specifications and check whether the acceptable performance criteria are met. Records of the inspection are documented in the device history record (DHR). The device history record for the involved device has been reviewed and no anomaly was found. This is an evidence that the bed met the manufacturer's specification prior to the delivery to the customer. The manufacturer defect was ruled out to be a cause of the problem occurrence. Based on the above, it can be concluded that side rail detached fully from the bed frame as a result of abnormally high external force (an impact with the pillar). The foot side rail detached from the citadel plus bed in the reported case, and from that perspective the device failed to meet the manufacturer's specification. It is unknown if the device was being used for patient care at the time foot side rail detached but the complaint decided to be reportable due to side rail fully detachment. - attachment: [cover letter to FDA.pdf]

Event description:
On (B)(6) 2019 arjo was notified that both safety side rails from citadel plus bed were broken. There was no injury nor other medical consequences reported.